Manufacturer narrative:
On 22-aug-2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with a mentor siltex round moderate profile 375cc saline breast prosthesis that deflated after implantation. The patient leaned on a counter on the right side and noticed that her right breast prosthesis had deflated six days later. As a result, the patient underwent explantation on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant after leaning on a counter. Two (2) unidentified implants were received. To perform the analysis at the laboratory, the implants were identified as a and b. During a visual evaluation of the device a, parallel lines of shell wear were observed on the anterior aspect. Additionally, a tear was observed in the patch, measuring approximately 0.5 cm. During a visual evaluation of the device b, a tear was observed in the patch, measuring approximately 1.4 cm. Microscopic examination was performed in all of the tears found in both devices and the cause of the deflation could not be identified. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).